Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. One unpackaged ar-9300sr sabre, small hub 3.0 mm x 7 cm serial/batch number (B)(6), was received for investigation. Functional testing found that the device does not function as required. Visual evaluation found damage/dent in the inner and outer tubes window. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
It was reported on (B)(6) 2022 by a sales representative via sems that an ar-9300sr sabre tip was crushed. Case involvement, no patient effect.